Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported to baxter (B)(4) that a flogard infusion pump had a battery low alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "battery low alarm" was confirmed during device evaluation. The root cause was due to damaged main batteries. The main batteries were replaced to resolve the reported condition.